Manufacturer narrative:
Examination of the returned instruments confirmed the complaint. Visual analysis found small spots of rust differing in degree on each instrument. The investigation did not however identify product error regarding this report. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reamers are rusted.